Event description:
It was reported that the patient was admitted at 16:47 on (B)(6) 2026, presenting with ¿hematuria for 3 days following indwelling catheterization.¿ upon admission, in accordance with the physician¿s orders, a single-use sterile indwelling urinary catheter was inserted, and symptomatic treatment including antispasmodic and analgesic medications as well as fluid replacement was administered. At 02:00 on (B)(6) 2026, during a nursing round, the nurse discovered that the patient¿s indwelling urinary catheter had spontaneously dislodged and the balloon had ruptured. This was immediately reported to the on-call physician, dr. (B)(6). In accordance with the physician¿s orders, the patient was fitted with new three-lumen urinary tubing, and her vital signs and any signs of discomfort were closely monitored.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.